Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013; inratio2: 4.4; lab: 9.4. The time between tests was immediate. The first drop of blood was not used; finger was being milked after finger stick. No bruising or bleeding noted. Therapeutic range: 2.0-3.0.